Event description:
During the treatment of sfa, three gore viabahn endoprosthesis were used to treat re-stenosis of bare metal stents. When the physician relined the bare stents, the devices were extended distally to about 2 cm above the knee joint. Reportedly, the transition from device to artery was approx 2 mm (6 mm device into a 4 mm vessel). The pt reportedly had one diseased vessel runoff. Approx 28-29 days post procedure, all three devices thrombosed. The pt underwent a saphenous vein graft bypass.

Manufacturer narrative:
All lot numbers were not reported for this event. Consequently, a review of the mfg paperwork for each lot could not be performed. The transition from distal device to artery and the quality of the distal vessel runoff may have contributed to the event.